Event description:
It was reported that the patient's pump inaccurately read insulin units and would alert about a cartridge being empty shortly after refilling, prompting the patient to remove and reinsert the cartridge to clear the alert. There was no adverse impact to the customer's blood glucose level. The patient declined further troubleshooting and no additional action was taken as the case was documented and closed by technical support.